Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the lower abdomen and flanks on (B)(6) 2021 using the coolcore and started presented with paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and flanks on (B)(6) 2021 using the cooladvantage coolcore and coolcurve+ system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional data: a2 a4 a5(hispanic/latino) d4. Changed data: b5 d1 d9 g1 g4 h6.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch emdr-42384. Aware date should have been listed as 9/28/2021.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and flanks on (B)(6) 2021 using the cooladvantage coolcore and coolcurve+ system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 9/28/2021. Continued e1 phone number: (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and flanks on (B)(6) 2021 using the cooladvantage coolcore and cooladvantage coolcurve+ system applicators, who developed paradoxical hyperplasia (ph) after treatment.